Manufacturer narrative:
The t:slim pump user guide states that the cartridge removal alarm detects that the cartridge has been removed and all deliveries have stopped. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer alleged that the pump was delivering a double dose for each bolus. The customer blood glucose (bg) was 40 mg/dl overnight and was assisted with consuming sugar to address the bg level. While contacting tandem technical support, the customer stated that it was possible the low bg level was due to their healthcare provider refinement of basal settings. Additionally, it was identified that the pump time and date was incorrect. Tandem technical support assisted the customer with the time setting. It was also reported that the customer received an alarm 25 to load a new cartridge. The customer loaded a new cartridge and resume insulin delivery but stated concern was using too much insulin. Tandem technical support educated the customer about the cause of the alarm and to not remove the cartridge while pumping.